Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit was intermittently now powering up until the battery was reseated. The complainant indicated that there was no patient involvement in the reported malfunction.